Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut off all of a sudden while monitoring patients. When the customer tried to power the unit back on, they got a "network service disconnect" error message as the cns application (splash green) is loading. The customer clicked ok on the error message then the cns application closes and is embedded windows. Technical service (ts) had the customer power off the unit, remove the bottom drive and then power on the cns with top drive only. The cns application loaded and they were able to monitor patients. Ts advised the customer to replace both drives to prevent inconsistencies. The part number was provided to the customer. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shut off all of a sudden while monitoring patients.